Event description:
It was reported that the split was noticed in the suture while it was being used in an unspecified surgical procedure. There were no adverse consequences to the patient reported and no time delay. The device was used without negative consequences to the patient.